Event description:
It was reported that during a benign hyperplasia procedure three fibers failed. The first fiber exhibited the laser light emerging from the fiber tip to the front. The second fiber was reported to be constantly in standby mode. Fiber malfunction was noted with the third fiber. The procedure was completed with another of the same device. No serious injury to patient was reported. This report is for the first fiber.

Event description:
It was reported that during a benign hyperplasia procedure the fiber exhibited the laser light emerging from the fiber tip to the front. The procedure was completed using a second fiber. No serious injury to patient was reported.

Event description:
It was reported that during a benign hyperplasia procedure, after 68150 joules and 00:43 minutes of use, the laser light was emerging out the front of the fiber tip. The fiber was replaced, however after 159862 joules and 15:01 minutes of use the fiber was repeatedly in standby mode. The procedure was completed with third fiber. There was no injury to the patient.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed the glass cap has a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture can rotate independently of outer flow tubing. The glass cap exhibits severe devitrification at output window. The metal cap exhibits mild detritus adhesion on surface. The outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. It is probable that cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. An evaluation conclusion code of known inherent risk of the device was assigned to this investigation.

Event description:
It was reported that during a benign hyperplasia procedure, after 68150 joules and 00:43 minutes of use, the laser light was emerging out the front of the fiber tip. The fiber was replaced, however after 159862 joules and 15:01 minutes of use the fiber was repeatedly in standby mode. The procedure was completed with third fiber. There was no injury to the patient.